Manufacturer narrative:
There are similar reports, but the number does not warrant further action at this time, but will be monitored.

Event description:
Customer reported to the complaint coordinator baxter that many of the hemofilters are leaking during the first use or after processing.